Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tw6se1 experienced multiple failures with its half-height cubies. The system repeatedly prompts users to unload medications assigned to the malfunctioning cubies. Additionally, one cubie displayed an incorrect location identifier shown auxiliary drawer 2.1-pkt b-254 instead of the correct auxiliary drawer 2.1 pkt b-1. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed. The field service engineer (fse) inspected the station and found no failures. Diagnostics were run and the station was shut down to reseat the row board cables. On drawer 2, the retractor band cables were replaced. The station was then rebooted, diagnostics were run again, and all tests passed successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.